Event description:
It was reported to philips that device experienced "error 16 - referring to igbt circuit". No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.